Manufacturer narrative:
The controller fault alarm was reported against the system controller under manufacturer reference number 2916596-2020-01031. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during log file analysis, multiple pump stops and low speed advisories were observed while the vad was connected to the power module. These issues were linked to a potential issue with the percutaneous lead. For the past month prior to this event, the patient was having low flow alarms. It has been suggested that a possible inflow/outflow obstruction is what is causing the low flow alarms. A controller exchange was performed due to a controller fault alarm that occurred after one of the pump stop alarms. The pump remained on during the alarm. The patient was then placed on an ungrounded cable and was asymptomatic during this process. The patient is currently on inotropes (millrinome), stable, asymptomatic, and listed as status 2 awaiting heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01031, and 2916596-2020-02642. Additional information was received that the patient was admitted for thrombosis on (B)(6) 2020 and there were no changes to patient condition or anticoagulation status that may have contributed. There were also no changes to pump parameters. The patient underwent hemodynamic ramp study which demonstrated cardiogenic shock. The patient was experiencing lvad device malfunction that could not be fixed without entire device replacement.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of depositions consistent with a low flow condition, which would have contributed to the elevations in pump power, low pi values, low speed and pump stop events in (B)(6) 2020 that were observed from the submitted log file. Additionally, the evaluation of the pump also confirmed internal driveline wire damage that would have contributed to the low speed/pump stoppage events recorded in the submitted log file from (B)(6) 2020, as well as the pump stop events reported in (B)(6) 2019 (related manufacturer report number: 2916596-2019-02812). Lastly, a direct correlation between the pump and the reported cardiogenic shock could not conclusively be established through this evaluation. The pump was returned assembled with the driveline severed approximately 17¿ from the pump housing and the distal end of the driveline was not returned. The sealed inflow conduit (inlet elbow, sealed inflow conduit flex section, and inlet tube) was returned attached to the pump¿s inlet port. The apical sewing ring was returned attached to the inlet tube. The outflow elbow was returned attached to the pump's outlet port. Approximately 1" of the sealed outflow graft was also returned attached to the outflow elbow. The sealed outflow graft bend relief and bend relief collar were not returned. The pump appears to have been exposed to a fixative (e.g. Formaldehyde) post-explant. Upon disassembly of the returned device, depositions of hard, denatured blood were observed in the proximal side of the inlet elbow, the distal side of the outflow graft attachment, distal side of the outlet elbow, lumen of the blood tube and on the body of the rotor. Grainy, denatured blood was observed on the distal side of the inlet elbow and both the proximal and distal sides of the inlet stator. The hard, denatured blood on the body of the rotor and inside the blood tube were strongly adhered to the blood-contacting surfaces. Further evaluation of the inlet side of the rotor revealed a single layered, ring-like deposition surrounding the bearing ball. Lastly, tissue-like clotted blood was observed on the proximal side of the outflow elbow and both the distal and proximal sides of the outlet stator. These depositions appear consistent with an interruption in flow; however, a specific cause for this period of low flow could not be conclusively determined through this evaluation. Additionally, the depositions found in the pump would have caused increased drag on the spinning rotor, resulting in the elevations in pump power, low pi values, low speed and pump stop events that were recorded in the submitted log file. Upon removal of the observed depositions the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Visual inspection of the wires confirmed a breach to the insulation of the black wire at approximately 6¿ from the pump housing. Additional breaches to the insulation of the brown, yellow, black and red wires were observed at approximately 12¿ from the pump housing. All of the damages observed appeared to be the result of fatigue failure due to repetitive flexing of the driveline. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The hmii operates on a three phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any damaged wire contacted the braided shield while operating on a tethered power source (such as the power module or mpu), the resulting short to ground would have resulted in the low speed and pump stop events observed in the submitted log file from (B)(6) 2020, as well as the pump stop events reported in (B)(6) 2019. Similar events would have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit or battery power. A correlation between the observed depositions and the confirmed wire fatigue could not conclusively be established through this evaluation. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 provides an explanation of pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The IFU provides details on the factors that affect pump flow and provides information on assessing flow. The IFU explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Lastly, the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The section entitled "patient care and management" (under "ongoing system assessment and care") outlines how to care for the driveline and also addresses damage due to wear and fatigue. The section entitled ¿equipment storage and care¿ outlines the evidence for driveline damage. Lastly, the recommended anticoagulation therapy and inr range is outlined in this document, as well as indications of pump thrombosis and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. This handbook contains a section on "caring for the driveline". The section entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline; however, all heartmate ii driveline have the potential for wire/shield breakdown to occur depending upon the duration of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number 2916596-2020-01031. Additional information received stated that the patient had elevated power and there appeared to be one or potentially two instances of pump stops. The log captured persistent pulsatility index (pi) events with elevated powers greater than 10w for extended periods of time. Some of these higher powers have pump stops associated with them and may be caused by a high current event. However, it is also possible that the patient's short to shield has progressed into a phase to phase short, meaning that multiple wires are damaged causing pump stops on the ungrounded cable and battery as well. Additional information received on 11may2020 stated that the cause of the elevated pump power was most likely due to pump thrombosis and the pi events have not resolved. The left ventricular assist device (lvad) was turned off multiple times due to high current events. The reporter changed the controller once and the new controller failed as well due to the high current events. They decided to leave the pump off to avoid having these continuous high current events. The patient was upgraded to unos status 1 and received a heart transplant on (B)(6) 2020. The patient is no longer on the lvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.